Event description:
It was reported the pt returned to the hospital after 3 months from original implant date because of over infusion symptoms. The pump was empty only a few days after the refill. The hcp refilled the pump again with physiological solution and check drug in reservoir after a few days (but does not remember exactly how many days) finding it empty. The pump was replaced. The drug in the pump was morphine. The pt was doing well after the replacement. No further complications were reported. After explant, the hcp refilled the pump with 20 cc of physiological solution. After 5 days, the hcp found 13 ml in the reservoir instead of the expected 17.5 ml.